Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on an a patient. There was no addional patient information. Return product is available for investigation. Methd: date: collected tested: results (mmol/l) sample: I-stat, (B)(6) 2025 ni 15:20 , 9.0 , 1 , lab , (B)(6) 2025 16:07 16:46 , 4.5 , 2 . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-oct-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the suppressed results acceptance criterion per the procedure. The sample size was too small (<17) to assess the returned cartridge testing against the total allowable error (ea) acceptance criterion. No deficiency has been determined for chem8+ cartridge lot h25156.